Event description:
It was reported that while drawing the needle after the cathena 22gx1.00in straight bc had been placed, blood "scattered" from the shield toward the nurse's face. There was no reported health damage to the nurse. The following information was provided by the initial reporter, translated from japanese to english: "when drawing the needle after cathena placement, blood scattered from the white shield toward the nurse¿s face." "Patient¿s blood scattered from the needle cover toward the face of the nurse who performed placement. No health damage of the nurse exposed to the blood has been reported to date."

Manufacturer narrative:
H.6. Investigation: seven photos and one sample were received by our quality team for evaluation. No abnormalities were found on the returned sample, therefore the customer experience was unconfirmed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. During product application, there will be some residual blood on the tip shield after retracting the needle. However, excess blood splatter could have occurred due to wrong application of the product when it was manipulated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while drawing the needle after the cathena 22gx1.00in straight bc had been placed, blood "scattered" from the shield toward the nurse's face. There was no reported health damage to the nurse. The following information was provided by the initial reporter, translated from (B)(6) to english: "when drawing the needle after cathena placement, blood scattered from the white shield toward the nurse¿s face." "Patient¿s blood scattered from the needle cover toward the face of the nurse who performed placement. No health damage of the nurse exposed to the blood has been reported to date."